Event description:
Caller (pt's doctor's office) alleged discrepant results compared with the lab. Pt's therapeutic range: 2-3 inr. Pt's coumadin dose was adjusted due to the inratio readings.

Manufacturer narrative:
Investigation pending.